Event description:
Per the clinic, in (B)(6) 2026 (specific date not reported), the patient began experiencing intermittent sound dropouts. The duration and frequency of these sound interruptions gradually increased over time. Hardware exchange attempts were made; however, the issue could not be resolved. At a later stage, communication was sometimes temporarily recovered when stronger pressure was applied to the magnet; however, this was inconsistent and often ineffective. On (B)(6) 2026, the patient eventually lost all sound completely, and no communication was possible. Upon connecting to the software, no sound perception was obtained, with no discomfort reported. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.